Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded, potentially indicative of early battery depletion. Analysis confirmed partial depletion[, but the battery was still able to support full device function in the event that therapy would have been needed]. The early depletion was caused by electrical leakage of a low voltage capacitor in the presence of excess hydrogen gas within the pulse generator case.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. Subsequently, the device was explanted.

Event description:
It was reported that this device recorded a code 1003, indicative of battery voltage too low for projected remaining capacity. No serious injury/no adverse patient effects were reported.